Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged belt receptacle, "check therapy electrode" messages) has been confirmed. Upon investigation the monitor failed functionality testing, specifically a baseline test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging a white pulse wire in the monitor's electrode belt receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's monitor had a damaged electrode belt receptacle and that the patient was receiving frequent "check therapy electrode" messages.